Manufacturer narrative:
It was reported on 03/30 that the scissors included in a suture removal tray broke during patient use. No injury to the patient was mentioned. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported on 03/30 that the scissors included in a suture removal tray broke during patient use. No injury to the patient was mentioned.